Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a lite glove. The customer reports a number of covidien devon light glove handles are splitting when the staff tries to open up the tube that slides on the or light. Many of the gloves are squashed before they even get them and they are tearing as soon as they try and separate them.